Event description:
Additional information received from the patient indicated that once they got botox in their bladder, their void ability and urgency significantly decreased, and they turned off the device. This was noted as the circumstances that led to retention.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been experiencing retention recently. It was indicated that the patient had stopped using the implant because they did not need it, and had been getting botox "installations." During the report the implantable neurostimulator was off on program 3, 0.0v. Patient services reviewed turning the device on and setting stimulation to a strong but comfortable level. The patient could feel stimulation in the correct area at 1.6v. It was noted that 2.0v had their leg shaking that was resolved by lowering the stimulation. Patient services reviewed changing programmer batteries. This resolved the programmer not powering on. Poor communication was resolved by repositioning the antenna. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.